Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with an intraperitoneal vancotroy injection (2g stat and repeated on the 7th day) and intraperitoneal fortum injections (1g once daily for 14 days) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with pd therapy was not reported. No additional information is available.